Event description:
With the couch rotated to 270 degrees and the pendant in couch mode, the couch would rise when the motion enable switch was activated but without activating the thumbwheel. For the same couch position and the pendant in gantry mode, the gantry would rotate counterclockwise when the motion enable switch was activated but without activating the thumbwheel. Rotating the couch away from the 270 degree position allowed normal pendant operation. The 270 degree couch position apparently puts stress on a cable in the pit which interrupted signals at a connector. On 6/9/95, engineer from MFR adjusted the position of the cable and connector. On 6/13/95, the cables and connectors were replaced.